Manufacturer narrative:
The device will not be returned to the MFR for an investigation because it was discarded by the account.

Event description:
It was reported that during a surgical procedure, the device did not operate as expected. There was a delay of 30 minutes while a back-up device was retrieved. The procedure was completed without medical intervention and no adverse consequences.